Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and three reprocessed soundstar eco 8f diagnostic ultrasound catheter boxes were damaged. There was also damage to the pouch of the device and the sterility was compromised.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).